Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed three shorted lead indicators were recorded by the device on (B)(4) 2014. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Bench testing confirmed pacing pulses are present.

Event description:
--

Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an error message indicating a short circuit occurred during shock delivery. There was also noise and oversensing noted on the rv electrogram (egm). A low out of range shock impedance was observed when the patient received two inappropriate shocks. Boston scientific technical services (ts) recommended replacing both the device and the lead as therapy cannot be ensured. The ICD was explanted and the rv lead was surgically abandoned. There were no additional adverse patient effects were reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.